Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, multiple events of post-paced t-wave oversensing were observed on a stored egm. The patient was asymptomatic. Programming changes were recommended.